Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures identified the anchor tip is broken off. Sem images shows ductile dimples which suggests a torsional overload mode of failure. Eds semi-quantitative elemental analysis of the maxbraid needle showed that it was consistent with ti-6al-4v alloy. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that the implant fractured during the procedure. The piece was retained by the patient. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). G2: foreign: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.